Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max 2 sterilizer and confirmed that the unit was operating according to specification. No issues were noted with the function and operation. No repairs were required, and the unit was returned to service. The user facility was counseled on the proper use and operation of the sterilizer, specifically on proper safety precautions when moving the sterilizer. The v-pro max 2 sterilizer operator manual states, "warning personal injury and/or equipment damage hazard lifting or moving the sterilization system required more than one person. Note unit weight (refer to installation checklist in operator manual.)" No additional issues have been reported.

Event description:
The user facility reported that after an instrument fell underneath their v-pro max 2 sterilizer, an employee moved the unit to retrieve the instrument and obtained a cut on their hand. The employee washed their hands, applied bandages, and returned to work.